Manufacturer narrative:
Product was received for evaluation. Used decontaminated samples were received for investigation in plastic bag without its original packaging. Under visual inspection it was noticed that the catheter conccector epifuse epidural - luer is broken. Supplier recommended a redesign of the hinge area. This issue is monitored and corrective actions will be implemented. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that epifuse hinge line broken. No patient injury reported.